Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of stylus calibration difficulty, a known, good stylus would not calibrate with the bezel assembly overlay and the overlay assembly was therefore replaced. It was additionally noted that the unit was returned without a stylus, the printer drawer roller did not freely turn and that there was a broken screw insert in the rear display cover. All defective parts were replaced and all other identified issues were resolved. It was also noted that the device communicated with the provided analyzer as well as with a known, good analyzer, however software was reloaded and the device passed all final functional and systems tests and no other anomalies were found.

Event description:
It was reported that the programmer's touch pen needed recalibrating and that trying multiple pens did not resolve the situation. It was further reported that a message regularly appeared stating that the programmer could not communicate with the analyzer. The programmer and the analyzer were both returned for service. No patient complications have been reported as a result of this event.